Event description:
It was reported that after the ventricular device was fixated during the implant procedure, it spontaneously released from the delivery catheter. After the catheter was removed, the tethers were observed to be broken. The pieces that broke off remained in the patient. The patient was in stable condition.